Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: it was reported that patient had an abbot stimulator which did not do them any good and was taken out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).